Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# va05v66, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported when the patient increased stimulation they were up to the bathroom every 2 hours.

Event description:
It was reported that symptoms were good until yesterday. The patient took a walk and started to have bladder pain again. The patient increased stim but symptoms came back then she decreased stim. The patient did not have any instruction to adjust programs. The patient was experiencing a loss of therapeutic effect. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28 lot# va05v66, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).